Event description:
Patient of (B)(4) received delta ts ceramic head in about 2013. Revision of head and inlay because of breakage of ceramic ts head in (B)(6) 2014.

Manufacturer narrative:
The complaint was received into the leeds quality department on 10 october 2014 with the following comment: patient of (B)(4) received delta ts ceramic head in about 2013. Revision of head and inlay because of breakage of ceramic ts head in (B)(6) 2014. A complaints database search and review of manufacturing records identified no anomalies. A review of the returned x-rays and medical records did not provide any information as to the cause of the failure. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.

Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate of mw 1818910-2015-19624 therefore this report is being rejected.